Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: pump. (B)(4)

Event description:
On (B)(6) 2015, information was received from a consumer and a physician's office, via a drug manufacturer, regarding a patient who was receiving baclofen (manufacturer, lot number, concentration, dose, and dates of therapy not reported) via an implantable pump. Indications for use included intractable spasticity and multiple sclerosis. Medical history included back surgery ("a few months prior to (B)(6) 2015"). Concomitant medications included ampyra (dafampridine) at 10 mg orally twice daily (for an unspecified indication). Following the back surgery, the patient was placed on the baclofen pump. On an unspecified date, the patient had to return to the hospital because there was something wrong with the pump; no treatment was reported and no patient symptoms were specified. On (B)(6) 2015, the physician's office reported that they were unaware of any ampyra patients having had an adverse event. No additional information was reported. Additional information regarding clarification of "something was wrong with the pump," onset of the issue, troubleshooting, actions/interventions, cause, pump drug details, patient symptoms, medical history, concomitant medications, and outcome was requested. If additional information is received, a follow-up report will be sent. See attached user facility medwatch follow-up with the consumer revealed that the patient was receiving 65mcg/day of intrathecal baclofen from the pump. During (B)(6) 2015 the patient experienced severe withdrawal symptoms. A catheter dye test was also performed (date not provided) though the issue was not determined until the pump was replaced, at which time a break in the catheter was discovered. Other symptoms included severe leg stiffness, flu symptoms, and itching. Both the pump and catheter were replaced and the issue was considered resolved.